Event description:
The customer reported blood loss following a high venous pressure alarm. Venous pressure went up very high, over 900 mmhg after 5 to 10 minutes of treatment. The machine alarmed with a blood leak condition. An override of the alarm was performed. Venous pressure went high again and a new blood leak alarm was triggered. Blood restitution was initiated and rinsing was performed. The blood tubing set and dialyzer were replaced. Machine blocked and it was switched off and on again. Setup was re-initiated.

Manufacturer narrative:
No patient injury was reported. This is the second time that the problem occurred with he same patient on the same machine (referred to MDR 9616240-2006-0036. A gambro technician inspected the machine. He replaced the pressure transducer and the main board. Investigation is ongoing. 510(k)# is k001156